Event description:
This is a spontaneous case report received from a physician in (B)(6) on (B)(6) 2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015, lot number d40623. Physician inserted the implant to the left but it did not get loose from inserter/wire rope. The wire rope had to be cut with scissors and removed with forceps. The implant was not optimal in situ. A filshie clip was added to the left side later and the implant insertion to the right side was ok. Company causality comment this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the implant did not get loose from the inserter. The wire rope had to be cut with scissors and removed with forceps. This event, interpreted as device deployment issue, is non-serious and listed in the reference safety information for essure. During difficult insertions essure placement may be unsuccessful; in this particular case essure insertion was complicated by a device deployment issue. A product technical analysis will be requested for further evaluation of this event; however considering that it occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the events did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances (she had a filshie clip added, however this procedure was not performed to prevent permanent damage; it was performed as second line contraception method). A product technical analysis is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint (ptc) investigation result received on 11-dec-2015: (B)(4). Final assessment: detachment difficulty is defined as a failure of the micro-insert to detach (separate) from the delivery system. Per the instructions for use (IFU), the physician must perform the following steps in order to achieve proper detachment: 1) rollback to initial hard stop, 2) depress button, 3) perform final rollback. Under normal circumstances, when the physician completes all deployment steps as outlined in the fu. The micro-insert assembly will detach from the delivery wire and remain in the fallopian tube. Several factors can contribute to a detachment difficulty event. The most likely root causes are tubal spasms which can clamp down on the distal end of the catheter and prevent the micro-insert from releasing from the delivery wire, stretching of micro-insert during placement attempts which tightens the inserts grip on the delivery wire, repositioning of the catheter after the first rollback and button press are completed which can also tighten the inserts grip on the delivery wire, and potential manufacturing deficiencies. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned as of 08-dec-2015. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. Moreover, no medical events were reported, therefore the assessment of a relationship with a quality defect is not applicable. Since no medical events were reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 14-dec-2015 for the following meddra preferred term: device deployment issue. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure the implant did not get loose from the inserter. The wire rope had to be cut with scissors and removed with forceps. The implant was not optimal in situ. This event, interpreted as device deployment issue, is listed in the reference safety information for essure. During difficult insertions, essure placement may be unsuccessful. In this particular case essure insertion was complicated by a device deployment issue. Considering that this event occurred in association with essure placement, a causal relationship with the suspect insert cannot be excluded. This case was regarded as other reportable incident as although the event did not lead to death or serious deterioration in health, this might have occurred under less fortunate circumstances (the patient had a filshie clip added later, however this procedure was not performed to prevent permanent damage; it was performed as second line contraception method). In this case, no product was returned for technical analysis. A review of the manufacturing batch record confirmed that final product testing for the reported lot was performed per requirements and the product met all release requirements. Based on the available information, no product quality defect was confirmed.